Event description:
It was reported that the customer was not wearing continuous glucose monitoring system due to issues with scar tissue around the abdomen. Customer was having issues with bent infusion set and blood glucose was in the 500-600 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.